Event description:
Caller tested 4.7 inr on the coaguchek xs system while a comparison lab returned as 2.0 inr. Patient's coumadin dose was held one day. The dosage was then based on the lab result that was returned. No adverse event reported. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.